Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's wife reported via phone call damage to the insulin pump. Customer's wife advised they replaced the battery and it will not turn on. Customer's wife advised the battery cap has several little cracks right around the battery cap and it has been this way for over 2 years. Customer advised that they just screw in the compartment every time, however, this time they screwed it in a little piece broke off the compartment. Customer's wife advised they had a motor alarm and no delivery alarm a few weeks ago. Troubleshooting for the cosmetic damage was performed. Customer advised the device may have been dropped and customer also ran into a wall. Customer's wife declined to troubleshoot for the blank display and advised they are using a backup insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, a cracked case at the display window corner, broken battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, a missing end cap sticker, and a broken battery cap.